Manufacturer narrative:
Device evaluated by MFR? The ventilator was rec'd on 05/30/2007, and it was forwarded to MFR/flight medical ltd for further investigation. A failure analysis report will be submitted to medwatch program.